Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an unknown procedure the cable tensioner got stuck on the unknown cable. The unknown cable was tensioned, crimped and cut without any problems. When removing the unknown cable from the cable tensioner, the unknown cable was stuck inside and prevented the surgeon from tensioning another cable. The unknown cable was unable to be removed. The surgeon had to open another set and cut the cable and used a different cable tensioner. The procedure was completed successfully. There was a surgical delay of four (4) minutes. There was no complication with the patient. This report is for one cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 391.201 synthes lot: p077766 supplier lot: p077766 manufacturing site: synthes monument release to warehouse date: august 09, 2010 supplier: pioneer surgical technology review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Depuy synthes service and repair evaluation the customer reported the cable tensioner got stuck on the unknown cable. The repair technician reported the cable is stuck inside the device and the pieces of cable are missing. The device required further testing at the vendor. The item is not repairable by the supplier. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation was performed by the manufacturer/supplier: rti. Flow: device interaction/functional visual inspection initial quality inspections by rti observed a cable stuck within the tensioner. No damage or defect was noted to the device aside from the stuck cable. Functional testing the cable was able to be removed from the device. Once the cable was removed, the tensioner passed functional testing per tensioning criteria. The complaint was considered to be replicated with the returned device, as the cable was confirmed to be stuck within the tensioner. No functional issues were observed once the cable was removed. A dimensional inspection was not performed, as the device passed functional testing once the cable was removed. Document/specification review the manufactured-to and current drawings were reviewed during investigation; no design issues were noted. Conclusion the complaint was confirmed during investigation. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.